Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the stylus tip and cursor did not align. The stylus was calibrated. The media bay gasket and nylon standoff were replaced as a preventative measure. The software was reconfigured, reloaded, and updated. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the programmer was unable to interrogate the implantable device, another programmer was used to complete the procedure. The programmer was received into service and subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.